Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, the blue membrane shredded. Another seal cap was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/04/2008. Info anticipated, but unavailable at this time.